Event description:
It has been reported to philips that during the procedure the fluoroscopy stopped working. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not working. Upon functional testing, the fse found that the issue with wired footswitch. The fse replaced the wired footswitch. After replacement the system was returned to good working condition. The codes were updated based on the investigation outcome.